Event description:
It was reported that the foley catheter was used during surgery as no problems during pre test. During intraoperative position change leg spread, removal was confirmed. Water was re injected but did not inflate. The temperature dropped rapidly before removal and mentioned the possibility that water in the cuff contacted the sensor section; visually, ohara confirmed that there was no displacement at the tip of the lead wire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.